Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with initial reporter and obtained following additional information: no material was missing or detached from the portion of the device that enters the patient. No fragments fell from the device while used within a patient. There was a broken cable on instrument. On 10/25/2024, isi received notification made to authorities. Patient age was provided. The event occurred during a robotic radical prostatectomy. Procedure completed with a back-up instrument of the same kind. The procedure was delayed by less than 15 minutes.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.